Manufacturer narrative:
Analysis found that the handpiece was received with kinked cable. The customer's complaint of overheating had been confirmed, temperatures after 1 minute at 80000 rpm were: rear 87f; middle 117f; nose 180f. The nose bearings were corroded. The handpiece failed the earth resistant test on incoming inspection. Cleaning bristle was found inside the housing as well. The motor/cable assembly had been replaced. Additional worn parts had been replaced. The handpiece had been successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the drill overheated during use and the irrigation did not function properly. There was no patient impact.